Event description:
The manufacturer was informed of the following event through patient tracking department. Based on the information on the patient implant form, on (B)(6) 2022, a carbomedics standard prosthetic mitral heart valve, m7-031 was implanted and explanted intra-operatively and m7-029 was implanted instead. No allegation of device malfunction nor serious injury on the patient regarding this event has been received from the site.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Given that the carbomedics standard mitral valve m7-031 was replaced with a smaller carbomedics standard mitral valve m7-029 , the most probable root cause based on the available information can be traced to a device mis-sizing (use error). Should any further information be received in the future, a follow up report will be provided. Unknown disposition.